Event description:
A customer contacted beckman coulter, inc (bci) regarding erratic troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for three (3) pts. Pt a: an initial accu tni result was 0.71 ng/ml and 0.49 ng/ml upon repeat. Pt b: initial sample from this pt gave a result of 0.09 ng/ml. The original sample was re-tested for accu tni several times and repeated results were: 1.72 ng/ml, 0.10 ng/ml, and 0.07 ng/ml. Pt c: an initial accu tni result was 0.07 ng/ml. The sample was re-tested twice and repeated results were: 0.64 ng/ml and 0.07 ng/ml. The erroneous results were not reported out of the lab as customer has an established repeat protocol. There has been no report of death, injury, or change to pt treatment has occurred in association to this event.

Manufacturer narrative:
Per customer, qc was acceptable. The specimens were plasma type with lithium heparin, collected in greiner vacuette tubes. Although centrifugation parameters were not provided, the customer was not aware of the 15 min spin time recommendation per greiner info. A field svc engineer (fse) was dispatched to the customer's lab: the fse replaced an aspirate probe #2, due to a build up on an exterior. The fse performed a system check which passed within specs. The fse ran a 50-repetition of troponin precision test and obtained results within expected limits. The fse verified repair per established procedures, and results meet published performance specs. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.